Event description:
The user facility reported to olympus that the patient had significant bleed post op open left lower lobectomy. The intended procedure was completed using the same set of equipment. The patient was extubated post-surgery and transferred to bed. The patient was noted to have dumped nine hundred (900) milliliter of blood into the drain bottle from the chest. The surgeon believes that one of the pulmonary artery (pa) branches to lower lobe which was divided by this powerseal, had opened up post op and was the culprit. Emergency rethoracotomy was performed where patient had arrested due to internal hemorrhage. Patient ended up going to intensive care unit, intubated post rethoracotomy. The device was not inspected before use. The patient lost two 2.3 liters of blood in total due to the event. There were no reports of further patient or user harm associated with this event.

Manufacturer narrative:
This device has been returned for evaluation, however, has not yet begun. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the findings are as follows: no physical damage was found to the device, except for the device's cord, which had been cut off. Overall, the inspection findings provide no indications that the device's sealing function was compromised. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the device did not show any indications of compromised functions, indicating that it is unlikely to have contributed to the reported event. However, probable causes of the reported event could not be determined. This supplemental report includes information added to d8 and h4. Also, an update has been made to h3. Olympus will continue to monitor field performance for this device.